Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being used with a white reload. It jammed and would not open when the surgeon tried to fire across vessels. It is unknown how the procedure was completed. No adverse patient impact reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: where they able to get the device to open to remove it from the patient? Describe how. No they ended up having to use another ets45 on the patient side in order to free up the locked ets45. They then removed the ets 45 out of the trocar was there any damage to the patients tissues describe? Unknown. What was the condition of the patient following the procedure stable, discharged, critical please explain? Stable, close call.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ets45a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.